Manufacturer narrative:
Investigation: no product returned. Conclusion and root cause: no product is available and therefore and analysis is not possible. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: japan. It was reported that after surgery, the surgeon discovered that the ceramic tip was broken and was not sure when the breakage occurred. There is a possibility the ceramic fragments remain in the patient.